Event description:
It was reported that a mitraclip procedure was performed to treat a functional mitral regurgitation (mr) with grade of 4. After the steerable guide catheter (sgc) crossed the septum and the clip delivery system (cds) was inserted, the physician was not happy with the transseptal location. The clip was brought back into the clip introducer and was removed from the sgc without any problems. The sgc was removed from the body without any problems. A new transseptal puncture was made. The guide was re-prepped but could not hold fluid column. A replacement sgc was used to complete the procedure. One clip was implanted with no reported issue, reducing mr to grade 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified did not indicate a lot-specific quality issue. Based on the available information, a cause for the reported leak/splash associated with loss of fluid column during device preparation could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.na